Manufacturer narrative:
Clinical statement: presently there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a catheter removed to due an infection. The patient is not sure what caused it or if it's peritonitis. Upon follow up with the patient¿s pd registered nurse (pdrn), it was stated the pdrn was unaware of the patient¿s infection and pd catheter removal. The pdrn stated the patient was hospitalized for shortness of breath and depression yet received no details of the events in the initial reporting. It was reported the pdrn was unable to acquire additional information as the hospital had not contacted the outpatient clinic. Multiple attempts were made to acquire the details of this reported event; however, no additional information pertaining to the patient¿s infection, pd catheter removal or hospitalization were obtained. Presently there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.